Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the unspecified microbe (40 cfu) in the sample from the subject device during the reprocessing. After this microbe was found, the user used another similar device and completed the intended procedure. The user also reported that it was not found any microbe from the subject device at the second test. The device had been reprocessed with a non-olympus automated endoscope reprocessor, shinva, using peracetic acid. There was no report of infection associated with this report.